Manufacturer narrative:
H3: logs were received and software analysis was completed. Two application session logs were available on incident reported date. Both of them dealt with the same patient ID. In the first session, nipt, instrument tracker and registration probe were used. There were not many coil noise errors reported in the log. User found to switch between footswitch and probe for registration quite a few times and it was finally set to footswitch mode. User then proceeded to registration navigation tasks. But there was no active navigation performed by the user in this session. In the second session, user continued with the registration done in the first session and proceeded for navigation. There were too many coil noise and interference errors recorded in this session and suspecting this is when the user was intermittently tracking the instruments. Footswitch mode was enabled for registration. It was not known if footswitch was enabled for navigation as logs do not save this information. Based on the information provided, the analyst suspected the issue was with metal interference and enabling/disabling footswitch behavior in the application and not observed due to software fault.. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during an ear, nose throat (ent) case, the surgeon was having difficulties tracking the probe. They were able to get through a registration but the tracking was intermittent. When they went to verify registration accuracy the navigation screen would not update. Technical services (ts) confirmed that the patient tracker had a geometry error of about 2.1 and that when the probe was brought into the field it would not track. Ts had him lift the emitter and probe away from the surgical field and it was able to track. They then placed it back in its holder and noted that it was indicated as on the far side from the patient tracker. The medtronic representative (rep) moved it closer and the patient tracker geometry error dropped down to about 0.5 and the instrument was able to be tracked without issue; however, the navigation was still not updating. Ts had him try to press the footsw itch which allowed them to navigate. The rep was going to check the footswitch settings after the case. The event caused a surgical delay of 10 minutes. There was no impact on patient outcome. Additional information was later received. The issue was resolved on call by minimizing metal interference and improving equipment setup.